Event description:
The customer reported that the insulin pump had an error alarm during the manual prime process, and insulin was squirting out without stopping. Advised the customer that the insulin pump will be replaced. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test as a result of a loose drive support disk.